Event description:
A major hole was found near the blood line connection. No blood leak at lower pressure but a leak did occur at higher pressure. Tubing (plastic) looks burned and failed at that spot. Minimal blood loss.